Manufacturer narrative:
The pinch valve tubing was overdue for replacement. A specific root cause could not be determined based on the provided information. Calibration data did not show any flags or signal deviation. Quality controls were within acceptable ranges.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). No errors occurred on the analyzer. The customer repeated all samples tested around the time of the complained sample and all results could be duplicated. The sample initially resulted as 18.39 pg/ml accompanied by a data flag. The result was reported outside of the laboratory to the doctor. The doctor did not believe the result, so the sample was repeated. The repeat result was 1058 pg/ml accompanied by a data flag. The doctor did not treat the patient based on the erroneous result. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 176452, with an expiration date of 31-dec-2017. The field service engineer found that a mixer and probe were bent. He replaced these. The sample probe had a liquid level detection voltage error, so he replaced a printed circuit board. He ran performance testing and this met specifications. All assays were calibrated on (B)(6) 2017. Calibration data from other assays were stable.